Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery voltage was 2.87 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered. No patient alerts. (B)(4).

Event description:
It was reported that the patient's device battery reached unexpected longevity of less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.